Manufacturer narrative:
(B)(4). A device history record review was performed on the catheter with no relevant findings. The customer reported the catheter became unattached during removal. The customer returned one piece of a catheter for investigation (reference attached files (B)(4)). The returned catheter piece was visually examined with and without magnification. Visual examination of the returned catheter revealed the coils at the likely most proximal end are extremely stretched. The distal end of the catheter appears to be intact. There appears to be no extrusion on the returned catheter. The catheter appears to have been used as biological material is present on the coil wire (reference files (B)(4)). A dimensional inspection was performed on the returned catheter piece using a ruler (10171599). The returned catheter piece measures approximately 185mm. At least 410mm of the catheter is missing as the specification for the catheter indicates that the proper length of a stimucath catheter is 595-603mm per graphic b-05060-003 rev. 11. Specifications per graphic b-05060-003; rev. 11 were reviewed as a part of this complaint investigation. The IFU for this kit, b-05060-101d; rev. 3, was reviewed as a part of this complaint investigation. The IFU warns the user, "do not alter the catheter or any other kit/set component during placement, use, or removal. Never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Excessive force should never be applied to nerve block catheters. If resistance is encountered, the position of the patient should be re-evaluated and another attempt to remove the catheter should be made. Skin traction in the direction opposite of that applied to catheter may facilitate removal. If removal is difficult, it is recommended that an x-ray be taken and that a consultation with a specialist be considered. If further catheter resistance is encountered, the literature indicates "stop, reposition patient and attempt removal again. Pressure on skin in the opposite direction from direction catheter is being pulled often helps to facilitate removal. After removal of catheter, inspect distal tip for continuity." A corrective action is not required at this time as the condition of the sample received indicates unintentional user error caused or contributed to this event. The reported complaint of the catheter becoming unattached during use was confirmed based upon the sample received. The returned catheter was missing approximately 410mm from the proximal end. The coil wire of the returned catheter was extremely stretched. However, there was no extrusion on the returned catheter, but the tip was still intact. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received and the observed evidence of the coils stretching at the proximal end, unintentional user error caused or contributed to this event.

Event description:
It was reported that the patient had the stimicath used and sent home. When the patient attempted to remove the stimicath the plastic sheath pulled free from the metal core around 6 inches from the end. The entire catheter broke at that point. This happened with 2 back to back patients. Additional information indicates that the patients are fine. Both had to return to the hospital to have the broken part removed by the anesthesiologist.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient had the stimicath used and sent home. When the patient attempted to remove the stimicath the plastic sheath pulled free from the metal core around 6 inches from the end. The entire catheter broke at that point. This happened with 2 back to back patients. Additional information indicates that the patients are fine. Both had to return to the hospital to have the broken part removed by the anesthesiologist.